Event description:
Burned me, beautiful burn in the back, I got burned [thermal burn]. Scars in my back because I got burned [scar]. Case description: this case has been considered invalid as it was the duplicate case of (B)(4). This is a spontaneous report from a pfizer-sponsored program thermacare facebook page from a contactable consumer. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unknown frequency for pain and spasm. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "well I bought this feel that I should stay 16 hours in my spine, I have spasmo and feel that I should take my pain, but it burned me. Now I have spasm and a beautiful burn in the back. Now I have scars in my back because I got burned" on an unspecified date with outcome of unknown. The action taken with thermacare heatwrap was unknown. Follow-up (05mar2020): this is a follow-up report to notify that the case (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number (B)(4). This case is being deleted from the database for the following reason: duplicate case. This case has been considered invalid as it was the duplicate case of (B)(4). No follow-up attempts are needed. No further information is expected. Comment: based on the information provided, the events of " have scars in my back because I got burned" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Burned me, beautiful burn in the back, I got burned [thermal burn] , scars in my back because I got burned [scar] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program thermacare (B)(6) page from a contactable consumer. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unknown frequency for pain and spasm. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "well I bought this feel that I should stay 16 hours in my spine, I have spasmo and feel that I should take my pain, but it burned me. Now I have spasm and a beautiful burn in the back. Now I have scars in my back because I got burned" on an unspecified date with outcome of unknown. The action taken with thermacare heatwrap was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the events of " have scars in my back because I got burned" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of " have scars in my back because I got burned" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.